Event description:
It was reported that during the ureteroscopic lithotripsy procedure, the fiber was fractured. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket. It is likely that the alleged fracture that the customer was referring to, was the identified degraded fiber tip. Laser fibers are consumable devices and expected to degrade with use. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged fiber fracture. It is probable that procedural conditions, such as physician technique, size and composition of the material being ablated, contributed to heavy degradation of the fiber tip. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Hold the fiber tip to a nonreflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that during the ureteroscopic lithotripsy procedure, the fiber was fractured. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
H8 usage of device: corrected to reuse. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket. It is likely that the alleged fracture that the customer was referring to, was the identified degraded fiber tip. Laser fibers are consumable devices and expected to degrade with use. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged fiber fracture. It is probable that procedural conditions, such as physician technique, size and composition of the material being ablated, contributed to heavy degradation of the fiber tip. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Hold the fiber tip to a nonreflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that during the ureteroscopic lithotripsy procedure, the fiber was fractured. The procedure was completed using another fiber without patient complications.